Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level of 37 md/dl and the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 278 mg/dl and the sensor glucose was under 40 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and found sensor retracted inside sensor. Unable to confirm customer received sensor damage due to customer returned opened and used. Unable to confirm adhesive anomaly on opened and used sensor.